Event description:
Water in pump after swimming, pump not working at all. The reporter removed site about 15 minutes after reporter noticed problem. And it was continuously dripping insulin. Reporter stated that there were 65 units of insulin remaining the last time reporter looked at the lcd shortly prior to the incident. When reporter removed the cartridge, there were about 15 units remaining. The reporter and low blood glucose for the next few hours.